Event description:
Reporter alleged calling paramedics and being treated due to the blood glucose monitoring device results. Reporter stated device read 256 mg/dl at 5:20 am and alleged not feeling well so called paramedics. Reporter stated at 5:30 am, paramedics meter read 43 mg/dl and was treated with an injection, type unk. Reporter indicated paramedics continued to test glucose on their device until meter read 86 md/dl. Reporter stated test strips were expired and no controls were used. A request was made for the return of the suspect device and replacement product was sent.